Event description:
The novasure device was placed into the uterine cavity. The width was obtained. A test failed. The device was removed and placed again. It was tested and passed. The ablation was started and the device shut off on its own after 10 seconds. Attempts made to reinforce seal around the cervix and tried again, but the test failed. Company rep contacted. Second device used and was successful.====================== health professional's impression======================fluid backed up into the filter causing failure of device (per information received from company representative)

Event description:
A customer reported an issue with their freestyle navigator continuous monitoring system. Upon product investigation, it was discovered the transmitter had a broken or cracked/fractured housing, near the battery compartment. It had been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Upon product investigation it was discovered that the transmitter had a broken or cracked/fractured housing, near the battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. Returned transmitter failed the leak test.

Manufacturer narrative:
The returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action (B) (4) was reported to the (B) (4) office on 14 apr 2009. This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2009. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(6).